Event description:
The customer reported to olympus, the gastrointestinal videoscope had an abnormal image with horizontal lines appear. The device was returned for evaluation. During the device evaluation, the foreign object inside the nozzle was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was not confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: water tightness was lost due to a pinhole on the channel tube, forceps elevator knob had a scratch, forceps elevator lever had a scratch, scope connector cover unit had discoloration, protector of the universal cord on the control section side had a scratch, protector of the universal cord on the suction connector side had a scratch, image guide protector had a scratch, objective lens had discoloration, light guide lens had discoloration, plastic distal end cover had a scratch, connecting tube had a dent, connecting tube had a scratch, connecting tube had discoloration, connecting tube had a wrinkle, the image had shadows due to damage on the charged coupled device unit, there was a lack of image on the monitor due to dirt on the objective lens, up/ down knob had a scratch, switch 1 did not work due to damage, right/ left knob had a scratch, switch box had a scratch, bending angle in up direction did not meet the standard value due to wear of the angle wire, play of up/ down knob was out of the standard value due to wear of the angle wire, bending tube was deformed, adhesive on bending section cover had a chip, control unit was dirty due to water leakage, light guide bundle was slipping down, forceps could not be inserted smoothly due to a dent on the channel tube, control unit had a scratch, suction cylinder was shaved, grip had a scratch, universal cord had a scratch, universal cord was sticky, suction connector had a scratch, suction connector had discoloration, scope cover had a scratch, scope cover had discoloration, switch 1 had a scratch, and illumination was uneven due to dirt on the light guide bundle. A foreign object was found inside the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) before it was returned to olympus, there was no delay in the start of precleaning, the air/ water nozzle was flushed with water and air, there were abnormalities in the accessories used for reprocessing, the air/ water nozzle was wiped/ brushed with clean lint-free cloths, brushes, or sponges, and the air/ water nozzle was flushed with detergent solution. According to the customer, the following details regarding the cds process were unknown: what the foreign material was. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.